Event description:
During the index procedure, the physician implanted a 2.5 x 8 mm endeavor sprint rapid exchange (rx) drug-eluting stent in the 2nd obtuse marginal to treat a dissection following the implant of a 3.0 x 12 mm endeavor sprint rx stent. The patient also had a third stent implanted during the index procedure to treat the target lesion - a 3.0 x 12 mm endeavor sprint rx stent was implanted separately in the 2nd obtuse marginal. Approximately 17 months post index procedure the patient suffered a spontaneous gi bleed following a routine colonoscopy. The patient was taking the required study medications at the time of the event. The patient received packed red blood cells to treat the bleed. The investigator assessed that there was no relationship between the event and the study device or the study procedure, and a possible relationship between the event and the study drug. The patient recovered with treatment. No other clinical sequelae were reported. Ref MFR # 2953200-2011-00016.

Manufacturer narrative:
Results: inherent risk of procedure (haemorrhage). (B)(4).

Event description:
It was confirmed that of the 3 endeavor sprint drug-eluting stents implanted in the patient, 2 were placed in the second om and the third in the cx.